Manufacturer narrative:
A steris service technician arrived on site, inspected the unit, and identified that the spray tips on one of the racks were missing. The technician confirmed that without a spray tip, the water pressure coming out of the manifold is much stronger and caused water to spray against the side access door, causing a leak. The technician replaced the spray tip, tested the unit, and confirmed it to be operating according to specification. The technician discussed the proper use and maintenance required for the washer with appropriate user facility personnel. No additional issues have been reported.

Event description:
The user facility reported their reliance vision multi-chamber washer/disinfector was leaking water. No injury, procedural delay, or cancellation was reported.